Event description:
Discordant troponin I (rti) results were obtained on a pt sample, generated on an immulite 2500. None of these results were reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant troponin I (rti) result. The pt was redrawn and the test was repeated. We have no info on the re-drawn pt sample.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result is unk. The instrument is performing within specifications. No further eval of the device is required.